Event description:
It was reported that during a procedure the coag function on the photonblade 3 did not work well. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
On 9/19/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to no coagulation function for devices registered under gei product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. This supplemental is being submitted to to state that this event is no longer reportable.

Event description:
No new information.